Manufacturer narrative:
Section d7: the pump exchange is reported under MFR. #2916596-2019-01256. Manufacturer's investigation conclusions: analysis of the log file provided by the account confirmed multiple low flow alarms; however, a specific cause for these events could not conclusively be established through this evaluation. The submitted log file contained data from 19dec2018 through 25jan2019. The log file showed transient low flow hazard alarms on 28dec2018 when the estimated flow dropped below a threshold of 2.5 lpm. Despite the observed alarms, no other atypical events were recorded and the pump operated above low speed limit for the duration of the log file. It was reported that the patient had multiple areas of damage on the driveline, with a thick layer of rescue tape that was likely contributing to further flexing/damage of driveline. Pictures of the driveline were submitted for review which showed multiples layers of rescue tape. Additional information was requested, but not provided. The patient remained ongoing on the device until they received a pump exchange on (B)(6) 2019. It was reported the pump would not be returned for evaluation. The hm ii lvas explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. It also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. It also outlines how to care for the driveline and addresses damage due to wear and fatigue of the driveline. No further information was provided. The patient remains ongoing on the replacement device. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 4 years and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that there were multiple damaged areas on the percutaneous lead. Rescue tape was applied. Technical services reviewed the log files and observed that the damage was only cosmetic and not impacting the function of the pump.